Event description:
It was reported that the patient was going to have a pocket revision today. The clinician was repositioning the battery or moving the pocket. A manufacturing representative (rep) met with the patient today, interrogated the implantable neurostimulator (ins), and the impedances were all out of range. They opened the pocket and noticed the adaptor was completely broken off from the extension. They opened up the extension-lead connection and when the doctor pulled off the boot, the actual lead¿s silicone coating had worn off and the wire was slightly frayed. The doctor was not prepared for a full lead revision and did not get consent before they started the procedure. The doctor attempted to attach a new extension and the extension would not go all the way in because of the fraying of the lead wire. It could not be completely attached to the lead due to the lead fraying and one contact remained outside of the connection. Eventually they got it partially in and covered it with a boot. The rep then did an impedance check intra-op, which showed that the bottom two contacts (3 and 4) were out of range but the top two (1 and 2) were good. Post-op impedances read the same but the patient did not feel any stimulation. Multiple attempts were made to program the patient using contacts 1 and 2, but the patient did not feel stimulation follow surgery. It was noted that the patient had a bad fall a couple of months ago and her stimulation changed then. The patient had to go to the hospital because of the fall to get stitches. The patient was going to meet with the doctor on (B)(6) to determine the next steps. It was later reported that the patient saw the doctor on (B)(6). The plan was to replace the lead, but it had not been schedule yet. The doctor wanted to give the patient a few more weeks and then see her back. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 74001, lot # n301623, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type adapter; product ID 748925, serial # (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type extension; product ID 3587a, lot # lb8666, implanted: (B)(6) 2005, product type lead. (B)(4).